Event description:
A patient reported experiencing inaccurate low results with a otu meter. The patient's blood glucose results were 153 mg/dl (meter), 250mg/dl (lab) tests were done within 30 minutes with a difference of 39%. Patient did not experience any adverse events. No further information has been reported. Note - customer using expired solution. Customer ate food and drank a beverage following use of meter.